Manufacturer narrative:
Date rec'd by MFR: 25sep2019. Date of report: 27sep2019 the manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit has a nav-ring failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported that the unit has a nav-ring failure. There was no patient involvement.